Event description:
Boston scientific received information that during the implant procedure, this device presented with shock impedance measurements above 125 ohms; however, further testing found that the measurements were now in normal range. Boston scientific technical services (ts) was contacted for technical assistance. It was believed that the pacing system analyzer (psa) that was on during the testing may have resulted in electromagnetic interference (emi) interference which would have resulted in the out of range measurement. Defibrillation threshold (dft) testing was performed and the shock lead impedance measurement was in range. The device remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.